Event description:
Reporter stated that pt has a blood glucose of >600 mg/dl; an unsuccessful attempt was made to treat the high blood glucose at home with insulin (both with the device and with injections). Pt was then taken to the hopsital where pt received IV saline and "regular" insulin.